Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Items damaged: this was discovered upon opening the demo set prior to training. The 4mm offset guide became cross threaded in one of the fe guides, the hex attachment (1.3) was bent as this was attempted to be unscrewed.